Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the device, noise oversensing was detected on the right atrial lead. The device was reprogrammed. The patient was in stable condition throughout.

Event description:
New information noted that the patient presented during follow-up in clinic. Upon interrogation of the device, noise oversensing was detected on the right atrial lead. No intervention was performed at this time. The patient would continue to be monitored. The patient was in stable condition.

Event description:
New information noted that the patient presented during follow-up in clinic. Upon interrogation of the device, noise oversensing was detected on the right atrial lead, which triggered inappropriate mode switch. No intervention was performed at this time. The patient would continue to be monitored. The patient was in stable condition.